Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. All fragments were received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragments were analysed. The visual inspection revealed cuttings in the insulation which occurred most likely during the explant procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Due to the fragmentation of the lead, a throughout analysis of the fixation mechanism was not feasible. However the fixation helix was inspected and could be fully extended and retracted. Furthermore, the length of the fixation helix was in accordance with the technical specifications. The analysis did not reveal any irregularity that might have contributed to the reported clinical event. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.

Event description:
Boston scientific received information that the day post implant, no measurements were able to be obtained on this right atrial (ra) lead. It was determined that the lead was dislodged. Subsequently a lead replacement procedure was done. No additional adverse patient effects were reported.